Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port implantable port attached to a groshong catheter was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Three partial compound breaks were noted on the attached catheter approximately from the distal end of the cath lock. The edges of all three partial compound breaks on the were noted to be uneven and surfaces were noted to be granular and smooth in both regions. Upon infusion, leaks from the partial compound breaks on the attached catheter were noted. Kinks were noted at the midsection of the catheter. The investigation is confirmed for the reported catheter break, fluid leak and identified wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D9, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, subcutaneous leakage was observed during saline infusion. Upon removal, cracks were noted on the catheter near the port, approximately 8 cm from the port. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, subcutaneous leakage was observed during saline infusion. Upon removal, cracks were noted on the catheter near the port, approximately 8 cm from the port. The current status of the patient was unknown.